Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the pediatric patient experienced a bad stomach sickness. The patient was brought to the hospital and when a fingerstick was taken the cgm reading was 12.0 mmol/l, and the blood glucose reading was 18.0 and 21.0 mmol/l. The patient was treated with insulin via injection and was given an unspecified ¿anti-sickness¿ medicine. It was not known how long the patient was at the hospital for. No other details were documented and attempts to contact the reporter for more information were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.